Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, at fourth firing, after the side to side anastomosis of the gastro jejunostomy with the reload, at the insertion port closure, it did not advance halfway and stopped firing. It was also reported that unformed staples scattered upon opening the jaws. It was also stated that the adapter was checked using a demo power handle and it did not turn green and could not be used. The surgical procedure was extended by less than thirty minutes. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired, with staple pushers visible at the 3cm cut line. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. All remaining staples were placed, and test media was transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the re ported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.